Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae. It was reported that the trial patient had not started tracking during the evaluation because they didn¿t sleep well last night and noted they had not yet voided today. The patient asked if they should catheterize after every void and was referred to their doctor for the issue. They also mentioned their voice was still a little raspy. It was noted the patient was told to increase the amplitude every night and the process for feeling comfortable stimulation was explained to them and they understood. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.